Manufacturer narrative:
Visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the haptic of a cq2015 collamer three piece lens was bent and there was no pt contact. If add'l info becomes available, a supplemental medwatch will be sent.